Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the first of three reports. Refer to 9611594-2015-00224 for the second report. Refer to 9611594-2015-00225 for the third report. It was reported by a medwatch report # mw (B)(4) via email in which the facility reports "the patient had placement of 12-french g-tube (1.0 cm stoma length with 3 ml balloon) during or procedures. About 3 weeks after, the initially inserted 12-french g-tube "fell out" and was found to have broken balloon. Replaced the g-tube with same size and brand and fluoroscopy was required to verify placement. About one week later, the mic-key 12 fr-1.0 cm was again found with ruptured balloon. Replaced (same size and brand) and again required fluoroscopy to verify placement. Another week later, the old mic-key 12 fr-1.0 cm was again found with balloon ruptured. Track dilated and a 14 fr-1.2 cm mic-key was placed without fluoroscopy guiding. Halyard health was aware of the event and investigating with boston children's hospital." No injury reported.